Event description:
Customer reported: "when inserting the blunt fill needle into the rubber stopper of the vial, some pieces of rubber stopper are floating into the medication vial. Consequences for the patient: none" see attachment section for initial e-mail.